Manufacturer narrative:
H3: analysis of the lead, model 977a260, s/n (B)(6) , revealed conductors 0-7 were broken 5.25 cm from the distal end. Continuation of d10: product ID 977a260 lot# serial# (B)(6) , implanted: (B)(6) 2025, explanted: product type lead product ID 977a260 lot# serial# (B)(6) , implanted: (B)(6) 2022, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt) via a patient letter. Pt reports "as I understand, the leads from the device weren't in the right place + one lead was disconnected". Pt reports "new leads were installed + it is working better than has ever worked."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) exhibited high impedance of 40,000 ohms during a pre-operative impedance check. Imaging with x-ray revealed that the lead had migrated from the top of t8 to approximately l2 and appeared to be located outside the epidural space in soft tissue. The patient had a loss of stimulation. Upon surgical exploration of the implantable pulse generator site, the lead was found to be fractured in half. Both pieces of the lead were removed and a new lead was implanted. Post-operatively, all impedances were within normal limits and the issue was resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 977a260 (serial: (B)(6)); product type: 0200-lead; section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 977a260 serial# (B)(6) was returned for product analysis. Analysis found the stim lead body conductor was broken within 10 cm of the connector area medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2025, product type lead product ID 977a260, serial# (B)(4), implanted: (B)(6) 2022, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their lead was replaced because the lead was disconnected. The issue began several weeks or quite a while ago. After the surgery patient could not get to their groups b and c. Patient was only able to get on group a. During the call controller was at 80% and implant was at 60%. Patient turned stimulation on and clicked on group a. Patient did not see other options for group b and c. Agent redirected patient to their doctor to address the issue.

Manufacturer narrative:
H6 coding has been updated to better reflect previously reported information. Specifically ime code e2401 added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.